Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08720 inches. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. All operating currents are within spec. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. The device was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The device calibrated to the programmed test values properly and displayed correctly on the display graph. The device entered auto mode without calibration or enter blood glucose errors. The device was monitored for a day while connected to the test sensor and plug. No auto mode anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose of 20 to 30 mg/dl at the time of the incident. The customer was in the 20 mg/dl range at the time of the call. The customer had multiple low events over the past 3 to 4 weeks. The customer was given juice to treat. The customer experienced symptoms such as stomach issues. The customer was wearing the insulin pump during the incidents. The customer was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the events. The customer believes the pump is over delivering, and they are unable to enter auto mode due to too many blood glucose reading requests. Troubleshooting was completed but did not resolve the issue. The customer reported pump batteries were not lasting long enough. The pump was exposed to x rays. The customer stated they had strep, bronchitis, lupus, and tonsillitis over the last few weeks. The insulin pump will be returned for analysis.